Manufacturer narrative:
Product analysis: a deviation was found between the stylus and cursor. Damage was found to the display bezel, handle mount, storage bays, and keyboard. The programmer is expected to be scrapped, pending customer approval. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned without any accompanying information, and subsequently tested out of specification. There was no patient involvement.